Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via merlin. Net with noise over-sensing and high out of range impedance from their right ventricular lead on (B)(6) 2020. Patient then presented to the emergency room with under-sensing and failure to capture. Device was initially programmed to address all of the issues. Patient then underwent surgery to implant a new pulse generator on (B)(6) 2020. The old generator and lead were kept active in the patient. Patient condition after the procedure was stable.